Event description:
Supplemental report is being submitted due to the completion of the investigation on 02-oct-2024..

Manufacturer narrative:
User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. This file is related to (B)(4). Device evalutaion: 1 x oats-10-15 of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution oats-10-15 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: n/a instructions for use and/label review: the japanese packaging insert (c-es0202m17) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (ifu0096) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest that the user did not follow the instructions for use. As per additional information provided "I confirmed with the sales rep that the wire guide used with the replacement device had been also ¿olympus/visiglide2 0.025inch¿. Image review: n/a root cause review: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. User/use related complaints are considered foreseen misuse therefore, it is unknown how the device will perform outside of instructions for use and/or labelling requirements. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the initial reporter, incorrect wire guide with replacement device a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Confirmed quantity of 01 x used device. According to the initial reporter, no adverse effect on the patient has been reported. The complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: after est, oats-10-15 was advanced along the wire guide (olympus/visiglide2 0.025 inch), ((B)(4) / MDR#3001845648-2024-00280) but it stopped moving midway. The oats-10-15 was removed and replaced with another oats-10-15 (lot# unknown), and the stent was placed without any problems and the procedure was completed. Patient outcome: no adverse effect on the patient has been reported patient/event info - notes: for all complaints: 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact device placement 2 what was the target location for the stent? From the porta hepatis to the common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It had been stored in a box. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? * olympus/visiglide2 0.025 inch angled 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9 if yes please indicate the procedure performed. Est. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Yes¿ bile duct tortuosity due to pancreatic cancer. 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use) was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf-260v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? No. 7 was resistance encountered when advancing the introduction system in place to the target location? Yes. 8 how did the physician deal with this resistance? Its use was discontinued. 9 how did the physician determine the length of the stent to be used for the procedure? By fluoroscopy (x-ray) image. 10 where was the stricture located in the duct? From the porta hepatis to the common bile duct. 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? Unknown the delivery system could not reach the stenosis. 13 after placement, was stent position verified? N/a. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 0. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example, guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 29 if yes, please specify what was observed and where on the device it was observed.